Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Investigation of the actual sample visual inspection of the actual sample - no anomaly such as damage that could lead to air mixing was found. The bubble removal performance of actual sample (after rinsing) was confirmed. - the actual sample was inserted into a circuit consisting of tubes, and after filling with saline solution, it was replaced with bovine blood and circulated at a flow rate of 1.5 l/min. As a result, it was confirmed that priming was completed without air being mixed in. - 10ml of air was flowed from the blood inlet port side of oxygenator while bovine blood was circulating under the following conditions. No air to flow out of the oxygenator through the filter was found. * an arterial filter was connected to the blood outlet port side, and it was confirmed whether air flowed into the oxygenator and arterial filter. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c. [Circulation conditions] blood flow rate: 0.5l/min, 1.0l/min and 1.5l/min, back pressure: 200mmhg record review the manufacturing record and the shipping inspection record of the actual sample. - no anomaly was found. Past complaint file - no other similar report of the product with the involved product code/lot number was found. Relevant IFU reference: "after priming, if air bubbles continue to appear, identify the cause and make necessary corrections. Remove the air while opening the purge line." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: head of cardiac technology. G4: PMA/510(k): k130280. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Manufacturing record and the shipping inspection record of the actual sample no anomaly was found in them. Past complaint file of the involved product code and lot number no other similar issue has been reported. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user reported that air bubbles keep forming on the fx05, indicating a problem with the membrane. The membrane should be checked for leaks because air can penetrate the oxygenator. The procedure outcome was not reported. There was no patient involved.